Manufacturer narrative:
A stryker quality assurance engineer called the customer, who confirmed that there were no cooling issues persisting with their device. The issue was resolved for the customer by providing clinical advice through the novasyte clinical line.

Event description:
It was reported that the goal temperature was set to 37.5, and the patient temperature was 39.5 however, the device did not appear to be cooling not did it feel cool. The nurse attempted to place in manual mode after unplugging the device for 10 seconds, but the blanket still did not cool. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported.

Event description:
It was reported that the goal temperature was set to 37.5, and the patient temperature was 39.5 however, the device did not appear to be cooling not did it feel cool. The nurse attempted to place in manual mode after unplugging the device for 10 seconds, but the blanket still did not cool. There was patient involvement, but at this time, no serious injuries or clinically relevant delay in treatment was reported. Attempts are being made to gather additional injury and treatment details from the user facility.